Event description:
It was reported that there was a loss of therapeutic effect. It was noted that the patient reported never having therapeutic effect. It was noted that the symptoms started to occur following the implant, revision, or replacement. It was noted that the symptoms were located that the paresthesia area. It was noted that the reporter asked for help with reprogramming. Additional information received reported that the outcome of the event was that the patient met with the manufacturing representative in the doctor office and was reprogramed with success. It was noted that the patient had stimulation at the time of report. It was noted that troubleshooting included reprogramming only. Additional information received reported that the device/therapy did not work right after implant. It was noted that the patient waited 6 months and then had to have another surgery which it appeared that a new lead was implanted.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).